Manufacturer narrative:
Serial/lot number of hm power module patient cable requested, not yet provided. Reporter address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced several power cable disconnects and low flow alarms. After the patient cable and power module were checked, the decision was made to replace the patient cable. The pump stopped when it was only connected to the black cable of the patient cable. The patient cable was exchanged and there were no other alarms. The patient was asymptomatic and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to the 14v patient cable was confirmed via the submitted log files. A review of the submitted log files spanned approximately 3 hours (day 4 hour 12 minute 32 ¿ day 4 hour 15 minute 13 per time stamp). From day 0 hour 0 minute 0 to the end of the log file while connected to the power module, there were instances of variable rsoc and bus voltages observed on both power cables. Voltages ranged from 13.2 ¿ 13.9 v which is lower than the expected 14v. This coincided with power cable disconnect alarms that were not associated with a power source exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no notable alarms active in the log file. The 14v patient cable, lot 11015031903, was not returned for analysis. Additional information provided stated that the cable was exchanged, and the alarms resolved. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced several power cable disconnects alarms. After the patient cable and power module were checked, the decision was made to replace the patient cable. It was reported that the pump stopped while connected to the power module, at the time only the black cables of the system controller and patient cable were connected. The patient cable was exchanged and there were no other alarms. The patient was asymptomatic and was stable. Related manufacturer report number: 2916596-2022-15168.